Manufacturer narrative:
(B)(4). Additional information: relevant tests/lab data, other relevant history, and model and lot #. Corrected data: device available for evaluation? And device evaluated by MFR?. The initial aware date was reported as 03/17/2016 and should have been 03/16/2016. Clinical review of medical records reveal there was no documentation supporting a possible association between the fresenius dialysis products, peritonitis and the outcome of death. However, there is a probable association between breaking the sterile pathway of pd therapy and peritonitis. The system level review of the liberty cycler and concomitant products found no indication that the products caused or contributed in any way to the clinical event. External, visual inspection of the returned cycler exterior showed no signs of any physical damage. The heater tray/scale was not obstructed. Two simulated treatments were performed and completed without any alarms or problems occurring. A simulated treatment was performed in which the amount of fluid delivered to a pseudo patient bag during each fill phase was weighed. The weighed fluid volumes were compared against the programmed fill value, and the weighed volumes for each fill phase were determined to be within expected tolerance for the liberty cycler. The simulated treatment was performed and completed without any problems occurring. The valve actuation test passed. The system air leak test passed. The patient sensor calibration check passed. The load cell value and verification was within tolerance. There were no internal, visual discrepancies found in the inspection of the received cycler unit. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or nonconformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Event description:
A review of medical records revealed the patient experienced cloudy dialysis effluent, on (B)(6) 2016. The patient's pd nurse reported that a caregiver found the patient unresponsive while still connected to a cycler, on (B)(6) 2016, and was subsequently pronounced dead. The patient's pd nurse indicated the patient may have been on antibiotic therapy (drug name and dose regimen not reported) for recurrent peritonitis that occurred on an unknown date. The nurse noted the episode of peritonitis was due to touch contamination, where the patient did not practice aseptic technique and broke the sterile field during treatment.

Manufacturer narrative:
(B)(4). This report is being submitted as part of a system level review; which will include an investigation of all potential fresenius products being used at the time of the event.

Event description:
A peritoneal dialysis (pd) patient's caregiver reported the patient was discovered unresponsive while still connected to the cycler. The patient was subsequently pronounced dead. The end stage renal disease death certificate was requested.